Event description:
It was reported that at the end of the procedure of laser vaporization of the prostate, the metal tip at the top of the fiber came off. The broken fiber piece was removed after breakage using a basket. The procedure was completed successfully. There was no patient complication.

Event description:
It was reported that at the end of the procedure of laser vaporization of the prostate, the metal tip at the top of the fiber came off. The broken fiber piece was removed after breakage using a basket. The procedure was completed successfully. There was no patient complication.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that the metal cap and glass cap were detached. Although based on these observations, the reported event is confirmed. The fiber was functionally tested with hene laser fixture. The testing conducted did not identify any signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber passed the connector segment verification test, light flashed green when segments are set to connector d and connector f. Based on analysis and the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.